Event description:
It was reported that catheter break occurred. The target lesion was located in the deep venous thrombosis of lower extremity. A zelantedvt clothunter was used for thrombectomy procedure. During the procedure, it was noted that the catheter was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Manufacturer narrative:
E1: initial reporter address 1: (B)(6) device evaluated by MFR.: the angiojet zelante catheter was returned for analysis. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed no damage. The supply/effluent line showed a severe kink and broken supply line. Functional testing was attempted; however, the device would not prime. During analysis at the severely kinked location at 113.5 cm from the pump, the supply line was broken and completely separated. The device could not be functionally tested due to the extreme damage on the device. No pressure reading was reported before the console would stop the priming process and issue an under-pressure alarm. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for under pressure issues related to a broken supply line.

Event description:
It was reported that catheter break occurred. The target lesion was located in the deep venous thrombosis of lower extremity. A zelantedvt clothunter was used for thrombectomy procedure. During the procedure, it was noted that the catheter was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.